Event description:
International affiliate reports that the drain was clogged & had no suction. There are no reported adverse consquences to the pt related to this event.

Manufacturer narrative:
Visual examination of the returned used reservoir found that the reservoir, upon activation, created suction through the inlet port. No blockage or obstructions could be seen in the inlet port. No holes or tears could be found. No defects could be found with the reservoir. All reservoirs are 100% inspected before packaging. All reservoirs are activated to be sure there is suction and that there are no air leaks. A batch history review was completed and no deviations or nonconformances were found associated with this lot number.